Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended clogged with blood/tissue. Visual inspection of the lead found that the outer insulation was twisted due to over torqued inner coil which is consistent with procedural damage. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood and tissue from the helix and applying torqued to the connector pin, the helix could be retracted and extended. The full measure helix extension length was within specification. The reported event of twisted insulation was confirmed. The cause of the reported event was isolated to the helix being clogged with blood and over toque of the inner coil.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the right atrial (ra) lead was noted to be twisted after implant. The physician removed the ra lead and extended the helix which confirmed twisted insulation of the ra lead. The ra lead was explanted. The patient was stable.